Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. All concomitant using products were unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.